Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B)(4): a full lead was returned to the manufacturer and analyzed. The distal and defibrillation conductor were distorted. The distal conductor had blood/body fluid (not obstructed). The cosmetic portion of the outer tubing overlay showed environmental stress cracking, and a breached cut. The outer insulation showed cosmetic depression. The helix was distorted/bent. Blood was also in/on the helix mechanism. There was apparent explant damage. There was apparent explant damage and the lead was returned with fully extended and stretched helix.

Event description:
It was reported that during repositioning of right ventricular lead the helix would not retract. The helix was elongated and the physician could not remove it initially but was finally able to after several attempts. The lead was removed and another lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku